Manufacturer narrative:
Patient medications include but are not limited to: lipitor 20mg; plavix 75mg; tylenol 325mg; zyloprim 100mg; norvasc 5mg; coreg 25mg; colcrys 0.6mg; zestril 20mg; prilosec 20mg; a review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications.

Event description:
This patient was originally treated successfully for infrarenal abdominal aortic aneurysm on (B)(6) 2018 using gore® excluder® aaa endoprosthesis featuring c3® delivery system. A follow-up CT on (B)(6) 2018 revealed the main body limb (right side)appeared to be slightly compressed in the distal abdominal aorta . The patient exhibited no symptoms from this. On (B)(6) 2018, the surgeon notified me that he would be doing an intervention on (B)(6) to place bilateral stents in the limbs of the grafts to enhance patency and reduce compression. On (B)(6), the physician placed bilateral stents (10mm x 37mm visi-pro) to treat the compressed area. Procedure went well and patient tolerated procedure and patient was doing fine at the conclusion of the procedure.

Manufacturer narrative:
B5: corrected/additional information.

Event description:
On (B)(6), 2018, this patient underwent successful endovascular treatment for a infrarenal abdominal aortic aneurysm and was implanted with gore® excluder® aaa endoprosthesis featuring c3® delivery system. On (B)(6), 2018, follow-up computed tomography (CT) revealed the main body limb (right/ipsilateral side)appeared to be slightly compressed in the distal abdominal aorta . The patient exhibited no symptoms from this. On september 1, 2018, the surgeon notified gore that a reintervention was scheduled for (B)(6), 2018. On (B)(6), 2018, the patient underwent reintervention and bilateral stents(10mm x 37mm visi-pro) were placed in the limbs of the grafts to enhance patency and reduce compression. It was reported that the procedure went well. The patient tolerated procedure and was doing fine at the conclusion of the procedure.

Manufacturer narrative:
Date of event, if implanted, give date: additional/corrected information.